Event description:
Reporter indicated a vns therapy programming handheld has exposed wires on the serial adapter cord. Good faith attempts, to obtain the product for analysis, have been unsuccessful to date.